Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that, in the past, the patient had experienced "mild shocks" and "they changed it with reprogramming." The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.